Event description:
It was reported that an altitude alarm occurred. Customer's blood glucose level was 247 mg/dl. Reportedly, the customer resumed insulin with the original cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.